Event description:
Patient's cadd legacy pump sn (B)(4) kept alarming for no disposable. Started yesterday, she reattached cartridge and same error occured 9 hours later even though cartridge was secure. Shipped new pump, patient suffered no adverse effects from malfunction, had back up pump.